Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to chronic gi bleeding and failure to thrive. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported gi bleeding and failure to thrive could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.